Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review regeneten bio-inductive collagen scaffold for rotator cuff tears: indications, technique, clinical outcomes, and review of current literature, 4 patients required reoperation due to failure of the rc to heal with recurrent tearing, including one partial tear and three full-thickness tears after a rotator cuff repair procedure using a regeneten screw. The patient with a partial tear was later taken for tear completion and revision repair, while two of the full-thickness patients underwent revision rcr, and the last underwent reverse total shoulder arthroplasty. No further information is available.

Manufacturer narrative:
H11: corrected data d1, d2 and g4.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review and a device labelling/IFU review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, ¿no further information is available.¿ the patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.